Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was reported to have been hospitalized for the event. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis event. Action taken with dianeal therapy was not reported; however, the patient was scheduled to have their catheter removed. Additional information is not available at this time.